Event description:
The complainant has reported that a male patient (age unknown) underwent a therapeutic egd procedure for treatment. The clinician stated that the resolution clip device would not complete the deployment sequence by releasing from the catheter. Therefore, the clinician manipulated the device until it deployed. A device prior to this one was used, but it had the same results. On both occasions, the clinician had to manipulate the device until they were deployed. In addition, the clinician stated that the bleeding had stopped and that a third device was not needed. The patient did not sustain any additional trauma to the bleed site as a result of the deployment issue. The patient did not sustain any complications or ill effects as a result of this issue. Please note associated medwatch report 6000048-2006-00373.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.